Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the date when the compromised image was observed was unknown and they did not know when the issue occurred.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the irregular color tone could not be determined. It is possible that the issue was caused by a failure of the image sensor unit, or defect of the video connector's internal board or system. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the insulation resistance did not meet standard value due to damage on the insertion pipe, the bending section cover adhesive was chipped, the bending section cover was scratched, the universal cord was scratched, the bending angle in the up direction did not meet standard value due to wear of the angle wire, and the connection between the insertion pipe and control unit was not secure due to looseness of the insertion pipe. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the image of the endoeye flex deflectable videoscope was compromised. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the color tone of the image was not proper due to damage on the charged coupled device (ccd) in the endoscope connector. The report is being submitted due to found during evaluation.